Manufacturer narrative:
Conclusion pending completion of investigation. H3 other text : although requested, the product has not been received.

Event description:
The customer reported a total of six false positive results when testing five patients using the consult diagnostics hcg urine cassette from two different lots. Patient pat-004292 provided a fresh urine sample which was tested using lot 0000700579 and yielded a false positive result. Confirmatory testing was performed by an unknown method with a negative result. The customer confirmed that there was no delay or other impact to patient care. See mdrs 2027969-2023-00126 for the other false positive result with lot 0000700579. See mdrs 2027969-2023-00122, 2027969-2023-00123, 2027969-2023-00124, and 2027969-2023-00125 for the false positive results with lot 0000679523.

Manufacturer narrative:
Updated to reflect receipt of returned product on 02-jan-2024. Updated to reflect testing of returned product. Investigation conclusion: retained and returned devices from the reported lot numbers were tested with hcg-negative clinical urine samples. The results were read at 3 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lots met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of either retention or returned product. Complaints are tracked and trended on a monthly basis. Per the package insert: very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine should not be used to diagnose pregnancy unless these conditions have been ruled out. As with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer reported a total of six false positive results when testing five patients using the consult diagnostics hcg urine cassette from two different lots. Patient pat-004292 provided a fresh urine sample which was tested using lot 0000700579 and yielded a false positive result. Confirmatory testing was performed by an unknown method with a negative result. The customer confirmed that there was no delay or other impact to patient care. See mdrs 2027969-2023-00126 for the other false positive result with lot 0000700579. See mdrs 2027969-2023-00122, 2027969-2023-00123, 2027969-2023-00124, and 2027969-2023-00125 for the false positive results with lot 0000679523.